Event description:
On 01/21/2010, pt reported that both the up and down arrow buttons will sometimes not work when pressed. Both buttons failed to respond during troubleshooting. Pt reported the bottom button sticks and does not pop back up and the up button pops back up when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.